Manufacturer narrative:
This ipg serial number was included in a field correction. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05572. It was reported the patient has experienced painful heating while recharging her ipg. A (different model) replacement charging system was sent to the patient, but was unable to communicate with the ipg due to it being inoperable. The communication issue was reported under MFR. Report#: 1627487-2014-05216. As a result, the patient will undergo surgical intervention. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.